Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The reported event regarding a failed accuracy test was unable to be confirmed. Delivery accuracy testing on the cassette found the cassette average delivery error to be within the published specification .

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test. There was no reported injury to the patient.